Event description:
It was reported that iab had been in use for approx. 24 hours when console began to experience purge failure alarms once an hour increasing in frequency to every 10 - 15 minutes. The iab was removed. A re-insertion was not required. There were no associated pt complications.

Event description:
It was reported that iab had been in use for approx. 24 hours when console began to experience purge failure alarms once an hour increasing in frequency to every 10 - 15 minutes. The iab was removed. A re-insertion was not required. There were no associated pt complications.